Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that the patient underwent anterior cervical discectomy and fusion (acdf) with implantation of a depuy synthes vectra 4-level anterior cervical plate system in 2024. Within weeks post-operatively, the patient experienced worsening pain, muscle stiffness, and lack of improvement despite trigger point injections and physical rehabilitation. Subsequent imaging reportedly identified lucency/bone loss around multiple screw sites from c3 through c6, consistent with progressive hardware loosening and pseudarthrosis. Fluoroscopy reportedly documented backing out of the c3 screw approximately 47 days post-operatively. Revision surgery was performed with placement of a larger emergency upsize screw at c3; however, the revised hardware also reportedly failed. By 2025, the patient presented to the emergency department with acute pain, and imaging with neurosurgical consultation confirmed pseudarthrosis and lucency at multiple levels. A posterior cervical procedure is planned as definitive correction. The complaint alleges that the vectra plate system failed to maintain structural integrity and support fusion across the multilevel construct, resulting in screw loosening, failed fusion, pain, revision surgery, and planned additional surgical intervention. Product details provided include vectra anterior cervical plate part number 04.613.260, lot log835058, screws 04.613.516 and 04.613.568.